Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Information was received on 02/07/2017 from (user facility report [uf report# # (B)(4)) stating: patient with heartmate ii therapy for 19 days presented with first time gastrointestinal (gi) bleeding episode requiring 4 units blood transfused. At the time the inr was 2. 4. A colonoscopy revealed multiple (7) non¿bleeding ulcer in the ascending colon, in the proximal ascending colon and in the cecum. The patient was being medically managed with anticoagulation therapy (coumadin and aspirin), cardiac medications and antiplatelet therapy.